Event description:
It was reported that the prime volume is larger than expected. The pump has been returned and was evaluated by product analysis on 09/12/2011 with the following findings: the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/12/2011 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Correction number: 2531779-03/24/2010-003-r.